Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 54 mg/dl at the time of the incident. The current blood glucose value of 70 mg/dl. Troubleshooting was partially performed and it was unknown whether the insulin pump system was used within 48 hours of the reported low blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue using the device and will not be returned for analysis. Updating summary: customer is also reporting discrepancy between sensor glucose and blood glucose. Customer's blood glucose value during the incident was 54 mg/dl while sensor glucose value was 178 mg/dl. The event involved product(s) mmt-7040a, mmt-342, mmt-431a, and mmt-1880. No return is expected for mmt-7040a, mmt-342, mmt-431a, and mmt-1880.